Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7070537/ 7070580.

Event description:
It was reported that the patient underwent an explant procedure due to unknown reasons. No further information has been obtained despite good faith efforts.